Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause is assumed to be a defective power supply in the monitor; however, the cause of the error could not be definitively determined. The investigation was performed considering complaint description and system history. An extensive investigation could not be performed because the monitor as well as the transceiver were not returned for a detailed investigation. The monitor was over 9 years old. Per expert opinion, the most feasible reason for this kind of error is a defective power supply in the monitor. The affected monitor as well as the transceiver have been exchanged by the local service organization and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as this kind of failure (defective monitor) has a rare occurrence and the rate is below the defined threshold.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis zee ceiling system. During a procedure the live monitor went black every 2-4 seconds. There is no report of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.